Manufacturer narrative:
MFR received date: 01nov2019. The support service technician performed an evaluation with customer and was informed by customer that the touchscreen was still not responding after calibration. Customer was advised to replace the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019.

Event description:
The customer reported touchscreen not responding. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 11 november 2019. Date of this report: 12 november 2019. Numerous attempts was made to obtain information on the repair of this device no information was forthcoming, this complaint is being closed. If further information is obtain this complaint will be re-opened.